Event description:
The device involved in this MDR report was explanted 5.5 yrs after implantation because absence of ventricular sensing was observed.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device analysis is pending.